Event description:
New medtronic minimed infusion sets are not meeting standards. There is difficulty inserting the new set, causing kinked cannulas, causing no delivery of insulin leading to high blood sugars, diabetic ketoacidosis and possible death. The pts are also reporting increased pain and the need to replace the infusion set frequently due to this pain. Of the 5 pts that have received this product, none have had success, 2 have switched to other problems, 2 are still trying to "improve technique" which is what medtronic minimed has told them to do. Rptr is unaware of any problems with the old product and there were no complaints of pain. One pt is considering going off of the pump and back on injections because of the pain.

Event description:
Add'l info rec'd from rptr 1/27/04: recently, medtronic minimed replaced the quick set infusion set with a new quick set.